Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no substantial evidence exists in the event log to support the user's complaint. Visual inspection and accuracy testing were performed. The reported complaint was not able to be duplicated. S&r testing found the pump to be overdelivering - results are +8.14%, +5.93%, and +6.48%, an average of about +7%. According to the investigation, this is a significant difference points to a problem with accredo's accuracy testing. According to the investigation it's likely that the accuracy test system they are using is either out of calibration, or there is an issue with the equipment or method they are using to measure it with. The investigation confirmed that the expulsor will be trimmed to bring the pump within production specification (+/-3%). The investigation confirmed that the problem source of the reported problem was user interface.

Event description:
Information was received that this smiths medical cadd legacy pump "failed accuracy by -10.5%". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.